Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("infection (other) describe: pelvic infection disease") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included dysuria. Ethnicity african american. Concurrent conditions included obesity, hand swelling, swelling of legs, hematochezia, edema, urinary frequency, sexually transmitted disease, cystitis, vulval itching, vaginitis, breast pain, abdominal bloating, lower abdominal pain, nausea, vomiting, vomiting, diarrhea, itching, swelling and vulvovaginal discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 3 years 3 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction") and vaginal infection ("infections / infection disease/ infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, dyspareunia, menstrual disorder, hypersensitivity, depression, anxiety, dysmenorrhoea, weight decreased, menorrhagia, vaginal haemorrhage, urinary tract infection and vaginal infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic inflammatory disease, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, vaginal discharge, abdominal pain, urinary tract infection, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), weight gain / loss specify which one: weight loss, abnormal bleeding (vaginal, menorrhagia), abdominal pain, infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection, vaginal discharge, pelvic infection disease, did not undergo confirmation test. Concomitant disease, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.